Event description:
It was reported that during surgery the surgeon didn´t like the femoral block fit. There were took down some osteophytes where the block was slightly riding up and replaced the block. At the time of pinning the surgeon felt the block was adequate, but overall the block was down. The anterior portion of the block appeared to be fitting. There were 2 primary resections that were out of spec from the plan they were: distal medial resection measured 4mm less than the plan, posterior medial resection measured .5mm greater than the plan and posterior lateral resection measured 3mm less than the plan. Unfortunately, although none of these are horribly far off it's the combined error that caused this varus patient to be tight medial in extension and, the worst part, tight lateral from 45 deg-full flexion.